Manufacturer narrative:
Failure analysis (fa-2020601-2018-00005).

Event description:
While performing a liposuction procedure on a patient's inner knee, the cannula being used fractured. There was no patient injury. The broken cannula piece was removed and no additional medical intervention was necessary.